Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope displayed an e226 scope communication error message. The issue occurred during a diagnostic colonoscopy procedure. The procedure and surgical technique had to be changed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3,h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water cylinder and channel had white residue. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event occurred due to component failure of the device whereas a definitive cause for the additional reportable finding occurred could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.